Event description:
Per the clinic, the patient was admitted to the hospital 6 days post-op with possible septic shock and systemic vasculitis. The device was explanted on (B)(6), 2010. There was no evidence of infection. It is unclear as to whether there are plans to reimplant as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted baxter to report an infusor that leaked into the overpouch. The connection port came away from the line. The device was infused with benzyl penicillin 7200 milligrams and 0.9% sodium chloride diluent. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred before patient use. There is no further complaint information available.

Manufacturer narrative:
(B)(4).